Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was red, painful, swollen and irritated. The patient visited the doctor's office where was prescribed antibiotics (name unspecified).